Event description:
It was reported that patient underwent an explant procedure for unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.